Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that both pitch cables were found to be broken at the distal clevis hub. The cable segments that contain the crimps were installed in clevis. The clevis did not exhibit any damage or wear marks. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that in central processing during cleaning and sterilization of the instrument, the customer noted 'broken cable' on the dissecting forceps instrument. No patient harm, adverse outcome or injury was reported.